Event description:
It was reported that during a ptca treatment procedure involving a calcified and 90% stenotic lesion in the middle portion of a tortuous lad artery, the maverick otw balloon ruptured at 10 atm's on inflation. (The number of inflations performed with this device is unknown). The maverick otw balloon was removed and replaced with another maverick otw catheter to complete the procedure. The patient was asymptomatic during this event. A guidant balance guidewire (size unknown) and a medtronic zuma guide catheter (size unknown) were also used in this case, but the sizes and types of introducer sheath and inflation device used are unknown. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.